Manufacturer narrative:
The lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.

Event description:
Boston scientific crm received information that this lead has exhibited intermittent high out of range pacing impedances and loss of capture. A lead fracture was suspected. The patient has become more symptomatic.